Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with infection at the needle insertion site, which occurred 1 day after the sensor had been inserted in the arm. The patient experienced stomach-ache, tiredness and a slight fever of 37.8 degrees which only lasted for 2 hours. The patient´s parents took the patient to the doctor on sunday (B)(6) 2022 and they were transferred to the hospital. At the hospital the patient received a prescription of antibiotics. The patient was discharged the same day. The patient refused to take the prescribed antibiotics, therefore on monday (B)(6) 2022 they went back to the hospital and the patient was hospitalized until (B)(6) 2022. There was no documentation about the specific treatment received during the hospitalization. The patient recovered after the treatment. No photos were received by dexcom for evaluation. No additional patient or event information is available.